Event description:
During the device evaluation, the gastrointestinal videoscope exhibited a white foreign material inside the air/water-tube and air/water cylinder. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigations, the suggested events, "a/w-cylinder had foreign material" and "a/w-channel had foreign material", were confirmed. Residual whitish foreign material was found inside the a/w-cylinder and the a/w-tube. Therefore, the device did not meet its specification or function. It could not be specified what the foreign material was nor the root cause of the remaining foreign material. The foreign material may have not been removed since the reprocessing was not conducted properly per instructions for use (IFU). It was confirmed that the section of the device with the foreign material residue had no deformation. Performance of reprocessing on the device was secured in the reports by reprocessing appropriately in accordance with instructions for use (IFU/cleaning/disinfection/sterilization). There was no report that the device was used for procedure while the event occurred. The suggested events can be detected and prevented by handling the device in accordance with the following instructions for use (IFU): IFU states the detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection; IFU states the preventive measure in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.